Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not load properly. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. Visual inspection revealed that the delivery device was returned separate from the loading device. The seal and the tension spring assembly were inside the body of the loader. The green slide lock and the white plunger were not depressed on the delivery device. There was slight evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal did not load properly" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. Internal file number - (B)(4).